Manufacturer narrative:
Patient ID was not provided for reporting. Device remained implanted at the time of reporting. Device explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that the devices were used in implant surgery for proximal femoral trochanteric fracture on (B)(6) 2018. After the surgeon inserted pfna blade with impactor, the impactor spun around and could not lock the blade, and even could not detach the impactor from the blade. The surgeon could finally detach the impactor but had to leave an impactor¿s broken tip (approximately 7 mm long) which had stuck with the blade in the patient¿s body. With the help of additional local anesthesia, the surgery was completed with a 60-minutes delay. The surgeon commented that the broken tip in the body might not cause an adverse effect to the patient, but a blade explant, which will be performed at another hospital, would be concerning. Concomitant device reported: pfna nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) pfna blade. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Review was completed. Part no.: 04.027.055s. Lot no.: l569697. Manufacturing location: bettlach . Release to warehouse date: 18.sep.2017. Expiry date: 01.sep.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted a review of the provided x-rays. The complaint is confirmed as the unlocked blade is visible on the received x-ray pictures, reference (B)(4). The manufacturing documents were reviewed and no complaint related issues were found. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.